Event description:
Lumenis was notified of the following event via a medwatch report from hospital. The procedure performed was a microlaryngoscopy with biopsy. The posterior portion of the resection was lasered with the co2 laser as well as a portion just at the margin of the posterior resection. Upon using the laser at the posterior margin, the laser was noted to hit the superior portion of the endotracheal tube cuff. The plastic layer of the cuff appeared to ignite and began to burn in an ember like fashion. There were burns seen in the posterior pharyngeal wall and along the laryngeal surface of the epiglottis, as well as a portion of the right anterior and middle vocal cord. The pt was transferred to critical care and is in stable condition.